Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: neither catalog number nor lot number are provided. Customer confirmed information is not available. No sample. No investigation could be performed.

Event description:
It was reported that retraction issue occurred before use with a unspecified bd syringe. The following information was provided by the initial reporter, "upon description safety device did not activate."